Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.